Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: lacrosse 2.5 x 12, quantum 3.5 x 12. Guide wire: suoh, fielder fc. Guide cath: mach 1 7f fr 4. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: analysis of the stent delivery system (sds) noted blood visible on the stent implant, balloon and hub, consistent with the sds advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon but was not between the markers. The distal end of the stent implant was located 1 mm distal to the distal marker. The first row of distal struts were stretched towards the tip, confirming the reported stent damage. There were fibers on the stretched struts. Follow up information received from the account confirmed that there were no fibers noted on the stent prior or after use. It is likely the sds came in contact with a cloth material during packing for return analysis, contributing to the fibers on the stent. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily tortuous which likely contributed to the failure to advance and stent damage and movement as there was no damage noted to the stent prior to use which suggests a product deficiency did not contribute to the reported difficulties. Damage to the distal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the anatomy and/or accessories during advancement of the device. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all sds are 100% checked for stent damage and crimped stent profile. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for foreign material or stent mislocation for this lot. There is no lot specific product quality deficiency.

Event description:
It was reported that during a procedure in the heavily tortuous proximal right coronary artery, pre-dilatation was performed with a non-abbott device and the 3.5 x 15 mm promus rx stent system was advanced into the patient anatomy. Several attempts were made to cross the lesion. The promus stent system was removed from the anatomy and it was noted that the stent struts were flared. Pre-dilatation was performed again with a non-abbott dilatation catheter and a new 3.5 x 12 mm promus rx stent system was advanced and the stent was deployed to complete the procedure. There were no adverse patient effects and no clinically significant delay. Return device analysis revealed that fibers were noted on the stretched struts. Prior to use, the promus rx stent system was inspected and no fibers were noted. The fibers were not noted after use and no cloth was used to remove the blood on the stent.